Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the solution infused faster than expected. There was no report of patient harm.

Event description:
The customer reported that the pump module infused a secondary infusion faster than expected.

Manufacturer narrative:
The customer¿s report of a secondary bag infusing sooner than expected was not confirmed. Analysis of the pcu event log shows that on (B)(6) 2017 at 10:37 am while running a basic infusion at a rate of 70ml/hr, the user programmed a secondary infusion of potassium chloride 10meq/100ml at a rate of 100ml/hr and vtbi of 100ml. The secondary infusion started at 10:38pm and completed 1 hour later, at 11:38pm. Once the secondary infusion completed, the primary infusion continued at the rate of 70ml/hr. The user then started another identical secondary infusion at 11:45 am. After 3 minutes and 18 seconds, the user paused the infusion. Then 6 minutes later, the user channeled off the pump module. Rate accuracy testing was performed and the device was infusing within specification. The root cause of the customer¿s report was not determined. The primary and secondary sets were not received for evaluation.